Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed the occlusion pressure test during standard inbound inspection process (prior to clinical use). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported occlusion pressure test failure. The device passed upstream and downstream occlusion testing during evaluation. No additional investigation is required for this complaint; therefore the complaint will be trended through aggregate complaint data and analyzed to assess for further action as needed.